Event description:
Company representative sent repair request reported with an issue of "chemical adhesion" . The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found the device connecting tube has foreign material . This report is being submitted for foreign matter adhered (problems related to reprocessing, insufficient reprocessing ).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device connecting tube has foreign material. The angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber (bending section) has a chip, crack . Adhesive has white-clouded area. Universal cord noted dirty (handling issue). Connecting tube has coating peeling. Scratch noted on the device other parts (control unit, knobs, grip, protector of universal cord on control section side (due to external factors, handling issue ). Based on the device evaluation finding foreign material adhered on the device connecting tube , likely this is attributed to the reported phenomenon ("chemical adhesion" ) due to handling, reprocessing issue. Investigation however, is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿[inspection of the endoscope]. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run the fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no object or protrusion of metallic wire around the insertion tube is stopping the hand. Also confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.